Event description:
A patient reported while using the day aligners that neither side is touching in the back. It makes them not have enough time to eat. I can't eat unprocessed corn, or whole kernels pass right through me, even after thinking I've chewed it up more. It's contributing to mineral deficiencies that cause prolonged and worsening personality issues, such as an aggressive nature. The patient also reported from the last impression their teeth are crooked.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.